Event description:
The customer reported that the power cord had a shorted wire inside of the connector and the system shut off. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.